Manufacturer narrative:
Complaint no: (B)(4). Manufacture date: 10/28/2015 - 10/29/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an over-infusion of vancomycin leading to elevated blood levels of antibiotic and resulting in acute kidney injury while performing an infusion with a large volume infusor. The device was filled with 1.75g of vancomycin in a total volume of 240ml and was set to deliver 10ml/hour over 24 hours. It was reported that the device completed infusion in eight hours instead of 24 hours. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The patient was hospitalized due to the event. Infusion was stopped and the patient's antibiotic therapy was later changed to ceftazidime intravenously (dosage, frequency, and duration not reported) and daptomycin intravenously (dosage, frequency, and duration not reported). On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. It was not reported whether the patient was recovering or was recovered from the over-infusion event. No additional information is available.